Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a procedure, the unit shut down. There was no reported patient injury.

Manufacturer narrative:
The event has been further evaluated as not reportable based on new information. The customer initially indicated the event occurred during a procedure. New information provided by the customer reported, "the system failure message appeared while power on". Therefore, ventilation could not be started, thus use of the unit is prevented.

Manufacturer narrative:
The investigation by ge healthcare has been completed. A ge healthcare service representative performed a checkout of the unit and confirmed the issue. The main inlet fuses and power monitoring board were replaced. The unit was returned to service.